Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the patient¿s esophagus in (B)(6) 2013. According to the complainant, the patient was undergoing radiation prior to or during the event. The patient's anatomy was not tortuous and was not dilated prior to stent placement. On (B)(6) 2013, the patient was admitted to the hospital after experiencing discomfort and pain. The physician attempted to remove the stent and the stent suture broke. The physician rescheduled the esophagogastroduodenoscopy (egd) with stent removal procedure for (B)(6) 2013 and the stent was able to be successfully removed. Post procedure, a small ulcer/tear was noticed where the proximal end of the stent had been located. The patient underwent barium swallow to assess any damage to the esophagus. The patient was reported to be okay after the barium swallow and the ulcer/tear had been resolved. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.